Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient has "complications-such as pain, the need for a revision surgery, and physical limitations."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6)2007: the patient was pre-operatively diagnosed with 1), lumbar disc herniation and lateral recess stenosis at l3-l4 2) lumbar degenerative disc disease 3) lumbar instability and underwent the following procedures: 1) transforaminal, transfacet approach to the far lateral disc herniation at l3-4 disc space as well as stenosis at that level with a decompression of the nerve root of l3 in addition hemilaminectomy for decompression of the l4 nerve root. 2) posterior lumbar antibody arthrodesis at l3-4 using the transforaminal approach. 3) spinal fixation l3-4 using the posterior spinal plate. 4) insertion of biomechanical device at l3-4. 5) use of microdissection techniques for the decompression and transfacet technique to the lateral disc herniation. 6) use of intraoperative fluoroscopy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.